Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted due to oversensing. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular between 54 cm and 58 cm distal to the is-1 connector pin signs of abrasion were noted. However the insulation was found intact. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. Furthermore between 48 cm and 54 cm distal to the is-1 connector pin, the insulation was found discolored white. This damage most likely occurred due to severe tensile forces applied during the explantation procedure which led to an excessive elongation of the insulation body. With regard to the oversensing mentioned in the complaint description the analysis of the lead did not reveal any deviation which might have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.